Manufacturer narrative:
Initial.

Event description:
It was reported that insulin delivery on the ilet was paused for a supply change before bed and was not resumed, resulting in no basal insulin overnight and subsequent hyperglycemia with positive ketones; a fingerstick later showed 414 mg/dl, and insulin delivery was resumed on the ilet. Symptoms included hyperglycemia and elevated ketones. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, characterized as an improper or incorrect procedure with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.